Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the 5 mm curved dissector was not functional. The dissector was not completely fixed to the shaft. The hinge allowed the dissector to move slightly upwards and downwards. It did not give the stability needed to dissect in the appropriate way. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was firing on common bile duct. The device got stuck and they could not get it off. The surgeon had to yank it off the tissue. There was no tissue trauma. A new device was used to complete the procedure. There was no patient impact. Additional information was requested, but no further details have been provided. If additional details are received at a later date, a supplemental will be sent. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Damaged shaft. The analysis results for the device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Additionally, before firing, inspect the jaw tips to ensure vessel or tubular structure enclosure. The shaft can be rotated 360 degrees to facilitate visualization and accurate placement. A batch record review was performed and no anomalies were found during the manufacturing process.